Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the stapler was loaded and inserted via the trocar. The stapler could not be reopened for placement on tissue. The surgeon withdrew the stapler from the trocar and fired outside the patient. The stapler fired successfully, but the jaws would not open. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.